Event description:
It was reported that the insulin pump had an absence of no delivery. The blood glucose reading was 250 mg/dl. The customer was advised that she would be sent a tubing clamp in order to proceed with the troubleshoot process at a later time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.